Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)), smartablate pump (model# m-4900-08 serial# (B)(4)), acunav catheter (model# m-5723-09 lot# 2462013), lasso nav eco catheter (model# d-1349-09-s lot# 17612483l), ez steer coronary sinus catheter (model# d-1263-05-s lot# 2418558), st. Jude medical brk transseptal needle (model# 407200). St. Jude medical sl1 8.5 french sheath. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During ablation, a steam pop was noticed and the patient became hypotensive. Tamponade was confirmed via intracardiac echocardiogram. A pericardiocentesis was performed and yielded 750cc of fluid. Patient was reported to be in stable condition. Patient required 1 additional day of hospitalization as a result of the adverse event for observation. Patient fully recovered with no residual effects. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. Transseptal puncture was performed with a st. Jude medical brk transseptal needle. Sheath in use was a st. Jude medical sl1 8.5 french. Generator parameters included power control mode with temperature cut-off at 50°c. Generator settings at the time of the adverse event included power at 35 watts, temperature at 40°c, and impedance at 135 watts. Power was titrated from 25 watts up to 35-40 watts in 15 seconds. Overall ablation time at the site of injury was 60 seconds. Last ablation cycle time at the site of injury was 60 seconds. Irrigated catheter flow was set at 17ml/min while ablating at up to 30 watts and 30ml/min while ablating at greater than 30 watts. Patient received anticoagulant (heparin) during the procedure with activated clotting time maintained at greater than 350 seconds. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure.

Manufacturer narrative:
(B)(4) it was reported that a 65 year old male patient underwent an ablation procedure for atrial fibrillation with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter were tested on the carto 3 system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force features was evaluated and passed. Finally, an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.